Event description:
It was reported the doctor was performing an lavh and was in the middle of the resection and the buttons on the device started operating intermittently. The doctor tried a second same device and, after some usage, the buttons on the second device started operating intermittently. The doctor tried a third device and completed the case with no patient consequence.

Manufacturer narrative:
Evaluation summary: the device was received in good condition and no visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.